Event description:
Customer reported several air bubbles when filling her reservoir. The customer's blood glucose was 117 mg/dl. She stated the air bubbles was about .25 inches big. The customer was advised that rewinding with the reservoir in place will create air bubbles. The customer was educated on the process of reservoir filling. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.